Event description:
It was reported that the procedure was to treat a diagonal lesion with mild tortuosity and mild calcification. The xience xpedition stent delivery system (sds) was advanced and the stent was deployed at 16 atmospheres (atm); however, a perforation occurred. The sds balloon was inflated to treat the perforation, but this was unsuccessful. A 3.5 x 19 mm graftmaster stent was deployed; however, the perforation could not be sealed. CPR was performed, but the patient died due to the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of perforation and death are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The graftmaster referenced is being filed under a separate medwatch MFR number.